Event description:
It was reported the patient presented for a routine generator change. During surgery, an insulation break was noted on the right ventricular lead. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.